Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the proximal conductor was fractured. The distal and defib conductors were distorted, and the inner insulation was kinked buckled. Blood/body fluid was found on all conductors (not obstructed), and blood was found in/on the helix/lobe mechanism. The outer tubing overlay exhibited cosmetic environmental stress cracking, and there was outer tubing environmental stress cracking breach/breach (non-electrical). The outer insulation was also breached cut and exhibited a cosmetic depression.

Event description:
It was reported that there was a lead fracture and an outer insulation breach. It was also reported that the patient was shocked many times. The lead was removed. No further patient complications have been reported as a result of this event.